Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient lost stimulation as the implantable pulse generator (ipg) was depleted. It is unknown if the device depleted prematurely. To address the issue, the ipg was explanted and replaced. No complications were noted during the procedure.